Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to an observed knot in the lock line; however, a definitive cause for the knot cannot be determined. It is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line during deployment; therefore, the clip was not deployed. It was reported that this was a miraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and clip was positioned. During the attempt to deploy the clip, the lock line did not move; therefore, the clip was not deployed. The cds was removed and a new cds used to complete the procedure. One clip implanted, reducing mr to 1. No additional information was provided.